Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on (B)(6) 2025, the patient experienced seizures. Although the cgm was reported inaccurate, there were no cgm nor bg readings documented. There was no documentation about the treatment nor medical intervention provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). A2 - age number: correction. A2 - date of birth: correction. G3 - date received by mfg: correction to the date in the initial MDR. Date should be 03/17/2025. H2 - type of follow up: additional information/ device evaluation.

Event description:
Subsequent to the initial MDR, a correction is required.